Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer was uncertain if their blood glucose (bg) levels were impacted for the past events; bg level for current occlusion alarm was 149mg/dl. A system check was found and the pump performed as intended. The customer assumed that air bubbles could have been the cause of the current occlusion alarm; no air bubbles were observed. The customer declined removing their infusion set site to inspect the cannula. The customer was to contact their healthcare provider in regards to sampling a different type of infusion set.